Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were performed. The patient was in stable condition.